Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d8, h3, h6 (type of investigation, investigation findings, investigation conclusions) at this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use by customer that cs100 intra aortic balloon pump (iabp) had low negative pressure warning. No patient involved.